Event description:
The customer sent pictures to cardioquip of the internal tubing of this device and reported "there looks to be algae forming in the hoses, and the perfusionist ran multiple cycles to clear it out with no luck." The picture was reviewed by cardioquip's director of operations and epidemiologist, who recommended that the device receive hpc testing to get a quantitative analysis of water quality.

Manufacturer narrative:
An hpc test was conducted on the suspect device and the results exceeded cardioquip's specifications, confirming bacterial contamination. Due to the bacterial contamination, cardioquip epidemiology recommended that device receive an internal water pathway replacement. The device was returned to specification via an internal water pathway replacement. After being repaired, the device passed inspection and is fully functional.

Event description:
The customer sent pictures to cardioquip of the internal tubing of this device and reported "there looks to be algae forming in the hoses, and the perfusionist ran multiple cycles to clear it out with no luck." The picture was reviewed by cardioquip's director of operations and epidemiologist, who recommended that the device receive hpc testing to get a quantitative analysis of water quality.

Manufacturer narrative:
Photos of tubing were sent to cardioquip epidemiology by a biomedical technician at a customer's facility. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided a quote for the sample kits via email on(B)(6)2023 . There has been no response to this recommendation as of the date of this report.